Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The electrode belt was found to have an open connection in the distribution node. There was a wire that came off a solder pad. The wire to the t3 pad was broken off. This made the system think that the electrode belt was not connected. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to excessive force on the electrode belt cable. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male pt contacted lifecor customer support to report that the pt got an arrhythmia alarm this morning. Support requested a download and the download revealed a "gel release" and "belt unstable" fault flag. Support sent the pt a replacement electrode belt. The nurse contacted support again, approx 7 hours later, and stated that the system was now alarming to "connect electrode belt". She stated that the electrode belt is securely attached. She placed the pt on telemetry until the new electrode belt arrived.